Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the broncho videoscope exhibited peeling off the coating material of the insertion tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the investigation results, the coating was detached, could not be identified. We could not specify cause of the suggested event. The event may have occurred by applying the following stress to the insertion section. Physical stress by rubbing/ hitting the insertion section, or the like, chemical stress from reprocessing not recommended by IFU (reprocessing manual), or stress from bad storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet rays, etc.). However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.¿ olympus will continue to monitor the field performance for this device.